Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic and inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the reported product issues first began. The patient¿s testing frequency, normal blood glucose range, and diabetes management are not known. At an unspecified date/time the patient reportedly obtained blood glucose readings of ¿370 and 56mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr¿s documentation, the patient alleged that her reported reading of ¿370mg/dl¿ was also high. According to the csr¿s documentation, at an unspecified date/time, the patient allegedly consumed food and/or drink as self-treatment. It is not clear if the patient was symptomatic at the time the reported meter issues occurred and it is not known if the patient tested her blood glucose with another device after the alleged issues began. At the time of troubleshooting, the csr verified the patient had obtained the readings from an approved sample site and using the proper testing procedure (per owner¿s booklet recommendation). The csr, however was unable to verify the meter¿s unit of measure setting. The patient declined replacement offer. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issues were not resolved during troubleshooting.